Event description:
During a remote follow up, far field p wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.